Event description:
It has been reported that the base of the feeding tube seems larger than before, the connection is not tapered, the tube kinks in the stomach, and the tube is difficult to remove. The nurse had to cut the weighted base off the tube in order to remove the tube from the pt.